Event description:
This senior medical surveillance specialist reviewed information the reporter/layperson gave to a customer care advocate (cca) in 2009. The reporter (patient/layperson's wife) stated, "he took a sugar attack today because it's (one touch ultra meter) not reading right." At 10 a.m on the same day, the patient tested, result 117 mg/dl. The patient injected 4 units humulin r based upon the result and also injected his usual 30 n humulin. If results are 81 or less, he injects no r. The patient also ate breakfast. At noon, the patient became clammy and sweaty, symptoms he has when his blood glucose is low. The patient did not test; he self-treated with orange juice immediately. The cca determined the subject meter had been replaced 2008 for an alleged accuracy issue that had been resolved; however, the patient requested a replacement at that time. The patient continued testing with it although he had received another meter. Because the reporter alleged the patient became hypoglycemic after injecting insulin based upon his meter's result, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.